Event description:
Reportedly, the instrument fired, but the staples did not form properly and the knife would not advance at all. Changed to open procedure and tried again, then the staples and the knife fired properly.